Event description:
Infant ng tube found in isolette not connected to portion of ng tube in infant nares. Ng tube broke. Ng tube brake off along the indwelling tubing. No tube removed, all other 5fr products removed and replaced with different products.